Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-jun-2019 with the following findings: during evaluation, the pump powered on to the verify screen with audio tones and vibrations functional. The vibration feature worked properly. The complaint of a vibration issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump was constantly vibrating after exposure to water. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.